Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump dispensed insulin during the load step twice. The patient confirmed that she was disconnected from the pump during the alleged malfunction. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed moisture through the display lens. A leak test was performed, revealing a display lens leak. A review of the pump history indicated loss of cartridge detection had occurred. An ezprime operation was performed, and during the load step the pump dispensed all of the fluid and emitted a "no cartridge detected" warning. Further testing could not be completed due to inability to load the cartridge. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. The pump was opened and moisture damage was observed inside the pump, specifically on the force sensor housing, battery terminals, and the pcb assay. Correction number: 2531779-03/24/2010-003-r.